Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. We have been unable to establish a relationship between the event reported and the device or determine a root cause on this occasion. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that during treatment, the console failed to charge. The issue was solved with a backup device. No patient harm reported.

Event description:
It was reported that the console failed to charge. It is unknown when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available